Manufacturer narrative:
Since the returned device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. Since it is difficult to reconstruct the situation at that time in the lab and limited info, it is hard to find out exact root cause for this complaint. With only received complaint product description, we have to assume. To prevent migration, the outer stent is uncovered, so stent cell might be ingrowth. If removal were attempted, the outer stent might be detached from inner stent. On our user manual, it is mentioned that visually examine the stent for any tumor in-growth/over-growth into the stent lumen or whether the stent is occluded. If the stent cannot be easily withdrawn, do not remove the stent. We will monitor occurrence of double stent detachment for same model. This report is retrospective report due to FDA foreign inspection warning letter. Fracture might occur from the patient's peristaltic action. For this issue, it is documented in the product's user manual. However, the suspected device is not registered to us FDA and it has not been shipped into the us.

Event description:
(B)(6) 2013: stent was implanted. (B)(6) 2013: during stent removal, the covered part of the stent migrated into the stomach but the uncovered part stayed in esophagus. A covered part of the stent was removed.